Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq testing kit was missing the charger. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the packaging issue began on (B)(6) 2018 at 10am when she alleged that the charger was missing from the system kit she had purchased. The patient stated that she does not take any diabetes medications, and reportedly decreased her food/drink consumption in response to the alleged issue. The patient claimed experiencing symptoms of ¿major headache¿ on (B)(6) at 11am (one hour after the alleged issue began) and reportedly self-treated with ¿tylenol¿ and lay down and rested. At the time of troubleshooting, the csr confirmed with the patient that the closure seal had been intact prior to opening, and educated the patient on the correct box contents and confirmed that the charger was missing. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.